Event description:
Physician reported right side "thinning of subcutaneous fat tissue/progressive fat tissue necrosis" that "resulted in medical or surgical intervention to prevent permanent impairment to a body structure or a body function" for a pt in the (B)(4) study. The scaffold has been explanted.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Device labeling addresses the reported event of necrosis as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."